Manufacturer narrative:
Reliability analysis inspected 17 opened/used quick release septum side using a new lab infusion set and performed hand prime using a new lab reservoir. They found it was occluded at the quick release connection septum site; unable to confirm that the customer received occluded infusion sets since the customer returned them opened/used. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer was calling back because he was still having problems with the current sets in the box and has 4 left. Customer's blood glucose was 119 mg/dl. Customer stated that when he was trying to push the insulin through with the plunger, it won't go past the quick release. Customer was advised to use the pump when priming to determine if there was an issue with the pump going forward.